Event description:
The customer stated that an architect potassium result of 6.9 mmol/l was generated for a patient sample that retested at 4.2 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An abbott field service representative attended the customer site on (B)(6) 2011 and replaced the architect sample probe, sample probe inner tube and ict module. An investigation is in process. A follow-up report will be submitted when the investigation is complete.